Event description:
Literature was reviewed regarding pipeline flow-diverter stent for treatment of cerebral aneurysms: a single-center experience from egypt. The following medtronic devices were used: pipeline flex embolization device, marksman microcatheter. Among all patient adverse events/device product performance issues included: one month after intervention, one case developed left hemiparesis due to right middle cerebral artery (mca) territory infarction with mrs of 4, which improved during the next follow up visit after 3 months to one. Sixteen cases (40%) with large or giant aneurysms experienced new or worsening headaches following the embolization procedure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-marksman (unknown). Citation: el-sudany, a.h., zaki, a.s., bedros, r.y., mostafa, m.h., elmancy, k., mansour, a.h., hassan, h.a., elbassiony, a.. Pipeline flow-diverter stent for treatment of cerebral aneurysms: a single-center experience from egypt. The egyptian journal of neurology, psychiatry an 61:88 2025. Doi: 10.1186/s41983-025-01020-0 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient age and sex are reflective of the mean of the patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.